Event description:
This report is for one (1) 11mm/130 deg ti cann tfna 400mm/left - sterile.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H4, h6: a device history record (DHR) review was conducted: manufacturing location: monument, manufacturing date: 23-may-2016, expiration date: 01-may-2026, part number: 04.037.161s, 11mm/130 deg ti cann tfna 400mm / left ¿ sterile, lot number: h107660 (sterile) , lot quantity: (B)(4). Work order traveler met all inspection acceptance criteria. Inspection sheet, in process / inspect dimensional / final, met all inspection acceptance criteria. Inspection sheet, tfna assembly inspection, met all inspection acceptance criteria. Packaging label log lppf, lmd/lpfwas reviewed and determined to be conforming. Scn was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component parts reviewed: part number: 04.037.942.2, lock prong, 130 degree, tfna bp55, lot number: 9879520, lot quantity: (B)(4). Purchased finished goods travelers met all inspection acceptance criteria. Part number: 04.037.912.4, wave spring, shim ended bp55, lot number: 9850965, lot quantity: (B)(4). Work order traveler met all inspection acceptance criteria. Inspection sheet, incoming final inspection met all inspection acceptance criteria. Material certification and certificate of conformance and quality history card were reviewed and determined to be conforming. Part number: 04.037.912.3, tfna lock drive bp58, lot number: h077628, lot quantity: (B)(4)., work order traveler met all inspection acceptance criteria. Inspection sheet met all inspection acceptance criteria. Part number: 21127, timoagri16.00 bp80, lot number: h036286, lot quantity: (B)(4). Certified test report and certificate of analysis were reviewed and determined to be conforming. Lot summary report met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
510k: this report is for an unknown nail: tfna/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the patient underwent revision surgery due to broken tfna nail. The broken tfna nail was discovered by x-ray. Patient experienced a reverse oblique fracture and non-union. The tfna nail was explanted and the patient was implanted with a new tfna nail. The patient outcome is unknown. The procedure was successfully completed. Concomitant devices reported: unknown tfna helical blade (part# unknown, lot# unknown, quantity 1), unknown locking screw (part# unknown, lot# unknown, quantity 1). This report is for one (1) unk - nails: tfna. This is report 1 of 1 for (B)(4).